Event description:
A customer reported that the sys did not recognize the footswitch during surgery. The footswitch was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
The company rep examined the sys and could not replicate the problem reported. The company rep completed a footswitch functional test with no issue observed. The sys was then tested and met all product specification. A review of the sys event log did not reveal any sys message or unusual event was captured on the day of the reported event. There was no sample returned for evaluation and no additional info provided related to this event. The root cause cannot be determined conclusively. (B)(4).